Event description:
It has been reported that during the procedure this device failed to pace. The device was removed and replaced. There is no report of pt injury. The device is not being returned for eval as it has been scareded by the hosp.